Event description:
It was reported that this right ventricular (rv) lead had a superficial insulation abrasion on a connector during a device replacement procedure. The lead was repaired using a lead repair kit during the procedure. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5. Updated b2 and h6 with corrections.

Event description:
It was reported that this right ventricular (rv) lead had a superficial insulation abrasion on a connector during a device replacement procedure. Also, the lead punctured the patient's heart during the procedure. The lead was repaired using a lead repair kit during the procedure. This rv lead remains in service. No additional adverse patient effects were reported.